Event description:
It was reported to gems that a longitudinal drive motor assembly was on the floor of the magnet room when it was bumped and subsequently attracted to the magnet. The assembly contacted a field engineer (fe) in the right hand causing repairable damage to the hand. The fe failed to follow ferrous warnings in the documentation, posted at the site, and on the assembly. It was found that the motor did not have a ferrous warning on it but the assembly warning labels were visible and in close proximity to where the motor labels would have been.